Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 313 mg/dl. The customer stated that she ran low on insulin during her sleep. The customer declined to troubleshoot for high readings. The customer stated that she is stuck in loop where she cannot complete the rewind. Customer was not able to rewind the pump after troubleshoot. The product was not returned for analysis.